Event description:
It was reported that the 2600 system had a communication error and would not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dicom box was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.